Event description:
The manufacturer received information alleging a leak of 190-200 liters per minute had occurred on the trilogy evo device and the operator could not adjust for it on the. The device was replaced with another device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a leak of 190-200 liters per minute had occurred on the trilogy evo device and the operator could not adjust for it on the. The device was replaced with another device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation by the philips se, and it had passed all service tests without repairs made to the device. The philips se alleged that the initial error was caused by a gap in the tubing during clinical use. The philips se advised the customer to inspect external equipment for the source caused regarding this issue. The philips se determined the device was ready for clinical use.